Manufacturer narrative:
No button error alarm noted. The insulin pump received with intermittent button response due to corroded keypad traces. Unit received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched display window, missing end cap sticker, cracked reservoir tube, reservoir tube window and broken battery tube threads.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 300 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.